Event description:
The port was placed via the arteria gastroduodenalis. After placement, 2.5 cc of omnipaque was injected into the port and the port septum was dislodged. The pt's incision was reopened and the port was replaced.